Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had a b30 scope communication error. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the device was damaged during user handling. Then water invaded the device from the damaged location, and the water damaged circuit board inside video connector, leading to the suggested event. The event can be detected/prevented by following the instructions for use which state: ltf-190-10-3d operation manual chapter 3 preparation and inspection 3.6 inspection of the endoscopic system_ inspection of the endoscopic image user may reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below. Ltf-190-10-3d reprocessing manual chapter 1 general policy 1.4 warnings and precautions :perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.